Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the intra aortic balloon pump (iabp) and reported there was no label or descriptive failure reported from end user. Service engineer did not observed any critical fault logs and could not duplicate it. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer biomed called requesting service but did not provide any information as to an alleged malfunction. The event occurred before use/procedure. No patient injury or harm reported. No adverse event reported.

Event description:
The customer biomed called requesting service but did not provide any information as to an alleged malfunction. The event occurred before use/procedure. No patient injury or harm reported. No adverse event reported.